Manufacturer narrative:
On (B)(6) 2018 and 06-feb-2018, a field service engineer (fse) contacted the customer over-the-phone but obtained no response. On 13-feb-2018, the fse was able to confirm over-the-phone that the customer corrected the 0006 touch panel program open error message by replacing the touch panel. The aia-360 instrument was functioning without any issues; no further action was required by the fse. The aia-360, serial number (B)(4), was remanufactured on 20-sep-2017. A complaint history review and service history review for similar complaints was performed from 20-sep-2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The aia-360 operator's manual under section 7-1: list of error messages, states the following: if an error occurs, the device stops and the message shown below is displayed. If an error message is displayed during an assay, you may not be able to continue the assay. 0006 touch panel program error description: the touch panel program cannot be read. Troubleshooting: use other media or contact the service department. The most probable cause of the reported event was due to a faulty touch panel.

Event description:
On (B)(6) 2018, a customer reported getting 0006 touch panel program open error messages on the aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.